Event description:
It was reported that during a low anterior resection, the dr performed an anastomosis. The staple line was intact. A leak test was performed and there was no leakage. The anastomosis failed sometime after the procedure. Dr has stated that he believes that stapler was not the cause of eventual fatality.